Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had a low blood glucose of 47 mg/dl, which she treated with food. She stated it was past the time she was supposed eat. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. The sensor cannula was found bent. It could not be confirmed that the sensor was received in said condition due to the sensor being returned opened and used.